Event description:
The reporter stated that the home health nurse drew his blood to send to the lab. She then performed a fingerstick using his surestep meter. The reporter believes that his results were 214 mg/dl. The lab results came back with a result of 86 mg/dl. (The reporter said he did not know how long it took for the nurse to deliver the blood to the lab and how long it took before the blood was tested). A control test resulted in range 126(95-143).